Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the electrophysiology lab. It was noted that the atrial lead had high impedance and high capture thresholds. The lead was capped (B)(6) 2018 and replaced. The patient was stable.